Event description:
It was reported that during a thyroid procedure, midway through the case, there were extremely small pieces of the tissue pad coming off the device. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.